Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The reported machine was investigated on site by our field service engineers. The nozzle unit of the air gas module was replaced to resolve the issue. The received logs confirms the reported issue. The replaced part has been returned for investigation. Simulate test use of the returned nozzle unit passed the pre-use check. The machine has been set on ventilation for 4 days. However, no abnormal found. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).